Event description:
On (B)(6) 2025, the user reported that during a supply change, the rewind process did not complete. The user attempted to attach supplies before the rewind finished, which resulted in insulin dispensing through the tubing and an "unable to proceed" alert. The user was able to complete the steps to reconnect and resume insulin delivery. Blood glucose was not affected.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.